Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is submitted due to pericardial effusion and cardiac tamponade. It was reported that on (B)(6) 2016, a mitraclip procedure was performed treating degenerative mitral regurgitation, grade 4+. One mitraclip was implanted without reported issue, reducing the mr to 1+. Post procedure that same day, persistent hypotension was noted and a small pericardial effusion and cardiac tamponade were discovered. Per physician, the tip of the clip delivery system (cds) was not continuously visualized while the cds was retracted into the steerable guide catheter (sgc). Per physician, it is possible that the cds tip came in contact with the atrial wall, however, this could not be confirmed via echocardiogram. There was no noted issue removing either device. Additionally, heparin was not immediately discontinued post procedure which may have contributed to the bleed. Protamine was administered to reverse heparin effect and bedside pericardiocentesis was performed. Reportedly, the event did not require prolonged hospitalization. On (B)(6) 2016, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. Based on the information reviewed, the reported patient effect of pericardial effusion was likely a result of use error due to issues with visualization during removal of the clip delivery system (cds). The reported patient effects of hypotension and cardiac tamponade were likely symptoms/secondary effects to the effusion. The reported additional therapy/non-surgical treatment and treatment with medications were a result of case specific circumstances, as it was reported that protamine IV was provided to reverse the heparin and pericardiocentesis was performed. There is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the mitraclip instructions for use (IFU) states the following warning statement: failure to utilize fluoroscopic guidance while retracting the cds into the guide may result in device damage, inability to remove the cds and/or vascular and cardiac injury.